Manufacturer narrative:
Concomitant medical products: 1488t lead, implanted on (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient¿s right ventricular (rv) lead experienced high capture thresholds and impedance spikes to undefined impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.